Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: indication phenomenon occurred because the g1 board (main board) failed. The cause of the failure of the g1 board could not be identified because there was no shipment of the actual product. This is a guess, but since it has been five years and eleven months since its manufacturing, it is considered to be a failure due to aging. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Upon further review of the device investigation the legal manufacturer identified a power supply failure, which was likely caused due to the age of the subject device.

Manufacturer narrative:
The monitor was returned to the service center for evaluation. The customers complaint of ¿the unit does not power up¿ was confirmed. When unit was received, it was given power but no power signal light came on and the screen was blank due to a faulty g1 board (power board). A test g1 board was used to check the monitor and full power was observed. The cause of the monitor¿s internal failure cannot be determined at this time.

Event description:
The service center was informed that during preparation for use, the monitor did not power up. There was no patient injury reported.